Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead replacement procedure. Intermittent noise was reported on both the atrial and ventricular leads, with an additional report of out of range impedance on the atrial lead. The leads were explanted and replaced successfully. The patient was stable.

Event description:
New information revealed that the physician believed the noise could also have been caused by the patient's implantable cardioverter defibrillator.